Manufacturer narrative:
Approximate age of device- 3 years 1 months 5 days. Device analysis: the pump remains implanted and the patient continues on vad support. Approximately 18.5 inches of the external portion/distal end of the driveline was returned to the manufacturer for analysis. Tape was covering a small hole in the silicone sleeve, near the terminus of the distal end bend relief. The tape and the silicone sleeve were removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing and the test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The reported pump speed decelerations and pump stoppage events was confirmed based on analysis of the submitted system controller log file. The log file contained approximately 51 days of data, spanning from (B)(6) 2018 20:28 to (B)(6) 2018 15:35, which captured numerous low-speed events and several pump stoppages while the patient's lvad system was powered via the mobile power unit. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned distal end of driveline. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricle assistance device (lvad) on (B)(6) 2015. It was reported that interrogation of the lvad system during a clinic visit noted several low speed operation and pump off events. The patient denies receiving any alarms except two instances earlier in the month upon bending over and an audible alarm occurred which resolved upon standing upright. The patient was unsure of the specific date of occurrence and if these were low flow events or something else as the alarms resolved. The x ray images did not show any obvious areas of shield breakdown internally nor external. On (B)(6) 2018, the manufacturer's technical services representatives performed an onsite replacement of the external portion of the patient's driveline. The entire external portion of the driveline was replaced with no issues. After the repair, the system was connected to a grounded patient cable and no further alarms occurred. No additional information was reported.